Manufacturer narrative:
Batch review performed on 07 april 2025: lot 181687: (B)(4) items manufactured and released on 18-july-2018. Expiration date: 2023-07-01. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to loosening and the cause is unknown. At about 5 years and 7 months post primary the surgeon revised the medacta cup and liner to competitor components and revised the medacta head to a medacta head. The surgery was completed successfully.